Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has 0 voltage. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a pairing failure was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/30/2017 that on (B)(6) 2017, there was a (B)(6) pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was not confirmed via data. However, data evaluation did confirm a transmitter failure. The root cause could not be determined post-investigation. Based on the findings of a transmitter failure this is now reportable.